Event description:
It was reported that the helix on the right ventricular lead would not deploy after 30 turns. The lead was attempted and not used. The doctor was not comfortable using lead and different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.